Manufacturer narrative:
No product will be returned for eval.

Event description:
The pt reported that he has experienced several occasions where his infusion set tubing has separated at the luer lock connection. The pt reported that he is a farmer and the infusion set tubing is subjected to a lot of flexing and bending due to being in his pocket. The pt reported that the most recent event occurred in 2007 when he noticed insulin leaking and identified the separation. The pt changed the infusion set tubing and did not experience any effects on his blood glucose values. The pt did not require medical attention from a healthcare professional or second party to address the issue. The pt discarded the product; therefore, no product will be returned for eval.